Event description:
Caller states that during a correlation study the following coaguchek xs/coaguchek s results were obtained: 2.0 inr/2.5 inr, 1.7 inr/2/2 inr. No treatment information provided. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
No patient information provided. This medwatch is for suspect device in coaguchek xs system. Reference medwatch with patient identifier (B) (6) for suspect device in coaguchek s system.